Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high;" however, a specific value was not provided. Bg level was corrected with a bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.